Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir performed manual prime and high pressure test using a new lab infusion set along 7xx insulin pump ran priming in insulin pump reservoir passed per inspection no leakage anomaly was observed during analysis. Checked o-rings/ stopper groove for defects and none were found. Reservoir connected/locked in place properly.

Event description:
Customer reported via phone call that the reservoir was leaking and she was unable to bring down her blood glucose. Customer's blood glucose was 417 mg/dl. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.